Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences. Reportedly, customer loaded a new cartridge to resolve the issue. Subsequently, it was reported that an occlusion alarm occurred. The pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 130 mg/dl to 180 mg/dl.